Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a negative flow verification test step during testing. The device was recalibrated to address the issue. Additionally, not related to the reportable event the device was alarming for an internal battery depleted alarm condition. The battery was recharged to address the issue. No malfunction of the internal battery was noted. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation.